Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/24/2020. [Additional event information]: on 24 june 2020, additional event information was received that indicated that the embotrap ii device was first used to revascularize the ictop as per the instructions for use (IFU) (9:26 am). A solitaire revascularization device (medtronic) was used several times for c2 obstruction before the embotrap ii device was used. The embotrap ii device was used twice for ictop obstruction (until 9:56 am). Then the embotrap ii device was used twice for the obstruction at the mca bifurcation (until 11:10 am). The linearization from the m1 to m2 was confirmed when the physician removed the thrombus during the final pass. The physician commented that he thinks that the adverse event is related to the complaint device. It was stated that ¿there was a possibility that intracerebral hematoma might have occurred by the linearization from m1 to m2 during the final passing.¿ the physician reportedly removed the thrombus slowly, but it was trapped at the distal part. When it was pulled, the linearization was confirmed and ¿at some point, the trap came off.¿ ¿besides, this was a case that cerebral infarction had already been spread in a wide range at the time of starting the procedure and it was difficult to remove the thrombus unless the complaint et ii and the solitaire were passed many times.¿ the 76-year-old female patient has been hospitalized; consciousness disorder and serious symptomatic intracerebral hemorrhage were confirmed in the hospital. It was further reported that warfarin extension failure has been observed over a week. On 01 july 2020, additional event information was received which confirmed that the patient did not expire. The dissection occurred during the final pass with the embotrap ii device. Excessive force had not been applied to the devices. Intracranial artery dissection and hemorrhage are known potential complications associated with mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. Based on the available information, it appears that the physician slowly attempted to remove the thrombus in the m2 segment but the embotrap became stuck or trapped in the distal vessel location. When he pulled on the embotrap and secondarily the vessel itself, a vessel dissection occurred and at some point, the embotrap became free of the entrapment in the vessel and was able to be removed. The resulting dissection may have resulted in a perforation or shearing of perforators that resulted in a bleed. With the information provided, it is not possible to determine the root cause of the event; however, clinical and procedural factors including clot burden, vessel characteristics, tortuosity, device selection, and operator technique, may have contributed to the event. It is important to note that the IFU warns the operator to not use the embotrap device more than three times. In this case, it appears that the operator exceeded the allotted number of passes. Information related to the patient¿s age and gender were provided. The type of reportable event was originally documented as death, it has been revised to serious injury based on the additional event information received. The initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the conclusion codes. The conclusion codes was corrected from ¿cause cannot be traced to device¿ to ¿cause not established.¿ based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19m037av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The date of death is not known. The complaint documented a modified rankin scale (mrs) score of 6, which is death. The name, phone and email address of the initial reporter are not available / reported. The healthcare professional reported that during a mechanical thrombectomy procedure for tandem occlusion of the internal carotid artery (ica) and middle cerebral artery (m1 and m2 segments) in the patient who has been suffering from acute ischemic stroke (ais), the physician used a 5mm x 33mm embotrap ii revascularization device (et009533 / 19m037av) for the first time and removed the thrombus at the ica and m1 segment without incident; however, the blood vessel got split when the complaint device was delivered to the m2 segment and the stent retriever was retracted. It was last reported that the patient¿s modified rankin scale (mrs) score is 6 (death). The complaint device was used to make three passes and the thrombus was solid. The final thrombolysis in cerebral infarction (tici) score was 2b. It was documented that the patient is a senior citizen and therefore, is at higher risk for bleeding. Based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19m037av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Intracranial artery dissection, hemorrhage, and death are known potential complications associated with mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. With the information provided, it is not possible to determine the root cause of the event; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. There was no report of a device malfunction or performance issue, such as resistance to withdrawal, associated with the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure for tandem occlusion of the internal carotid artery (ica) and middle cerebral artery (m1 and m2 segments) in the patient who has been suffering from acute ischemic stroke (ais), the physician used a 5mm x 33mm embotrap ii revascularization device (et009533 / 19m037av) for the first time and removed the thrombus at the ica and m1 segment without incident; however, the blood vessel got split when the complaint device was delivered to the m2 segment and the stent retriever was retracted. It was last reported that the patient¿s modified rankin scale (mrs) score is 6 (death). The complaint device was used to make three passes and the thrombus was solid. The final thrombolysis in cerebral infarction (tici) score was 2b. It was documented that the patient is a senior citizen and therefore, is at higher risk for bleeding.